Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge. In addition, it was reported that a malfunction alarm occurred, the touch screen became unresponsive, and the wake button was delayed in responding to presses. Multiple forceful presses were necessary for display to activate. Reportedly, the pump was left in an ice cooler prior to the alleged issues occurring. The customer's blood glucose was 177 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.